Event description:
The customer reported to olympus that the halo pks cutting forceps,5mm/33cm had no power. The event occurred during a therapeutic laparoscopic tubal ligation procedure. The procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and inspected. Based on the results of the investigation, the event of ¿no output¿ was not confirmed. The device was able to coagulate a tissue sample without an issue and working as designed. Other device findings were as follows: the observed cracks/scratches on the insulation of the jaw legs can be attributed to user mishandling during use. However, potential causes of the reported failure could not be conclusively specified. The suggested events can be prevented by handling the device in accordance with the following instructions for use (IFU): ¿for optimum performance, keep jaw surfaces free of debris; both coagulating surfaces should be in equal contact with tissue for optimum coagulation." The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.